Event description:
It was reported that the shaft broke. The lesion being treated was located in the very tortuous, mid right coronary artery. The physician was using a guidezilla to deliver three stents. Upon removal of the device it was noted to be broken but was removed easily removed over the wire. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the proximal hypotube and collar of the guidezilla guide extension catheter with a guidezilla shelf box. The batch number on the returned packaging and device matched the reported batch number. The portion of the distal shaft after the collar was not received for product analysis. There was blood present on the device when received. At the location of the collar and shaft bond there was a complete separation with some of the ptfe pulled out of the end of the shaft in the collar. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any product quality deficiencies contributing to the broken shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the shaft broke. The lesion being treated was located in the very tortuous, mid right coronary artery. The physician was using a guidezilla to deliver three stents. Upon removal of the device it was noted to be broken but was removed easily removed over the wire. No patient complications were reported and the patient's status is fine.